Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure, the balloon ruptured at 7 atms. Another unk balloon was used and the procedure was completed successfully. There were no pt effects or injury. No additional info available.